Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 15mm x 2.50mm nc quantum apex mr balloon catheter was advanced to the target lesion and during the second inflation at 16 atms, a balloon rupture occurred. The nc quantum apex balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).